Event description:
It was reported via attached voluntary medwatch report # mw5170230 that hemoptysis occurred and required unexpected medical intervention. A v-18 control wire was selected for use. During the cardiomems implant procedure, the patient experienced hemoptysis requiring bronchoscopy. The physician identified the potential cause of the hemoptysis as elevated pulmonary artery pressures, use of the v-18 guidewire, or the cardiomems device itself. No other adverse events were observed during the procedure, and the implant was successfully completed. The patient is currently hemodynamically stable with no ongoing complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Correction for h6 for impact code: removing pulmonary hypertension.

Event description:
It was reported via attached voluntary medwatch report # mw5170230 that hemoptysis occurred and required unexpected medical intervention. A v-18 control wire was selected for use. During the cardiomems implant procedure, the patient experienced hemoptysis requiring bronchoscopy. The physician identified the potential cause of the hemoptysis as elevated pulmonary artery pressures, use of the v-18 guidewire, or the cardiomems device itself. No other adverse events were observed during the procedure, and the implant was successfully completed. The patient is currently hemodynamically stable with no ongoing complications as a result of this event.